Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the coils, which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were still intact. There was a bend in the tip, 6 mm proximal to the tip ball. There was a kink in the core, 18.8 cm distal to the proximal end of the guide wire. These noted damages are consistent with product handling. The stent delivery system (sds) was returned with blood in the guide wire lumen, on the balloon, and on the stent implant. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers. The sds was returned frozen on the guide wire. There was 36 cm of the distal end of the guide wire extending from the sds tip. There was a bend in the hypotube, 14 cm distal to the strain relief tubing. Analysis confirmed the reported resistance with the stent delivery system as the sds was returned frozen on the guide wire. After the sds and the guide wire were soaked in the water bath for two days, the guide wire could not be removed from the sds. The guide wire tip and center solder outer diameter was measured with a hole gauge and met manufacturing criteria. The proximal solder outer diameter was not measured due to the guide wire being frozen in the sds. The outer diameter of the guide wire core extending proximally from the guide wire exit notch of the sds with a laser micrometer and met manufacturing criteria. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for resistance between the guide wire and the stent delivery system for this lot. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This type of reportable event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. The xience v stent delivery system (sds) was advanced over the balance hc guide wire. The sds became stuck with the guide wire; therefore, the entire system was withdrawn. A new xience v and an unspecified guide wire were used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis confirmed the reported resistance with the stent delivery system (sds) as the stent delivery system was returned frozen on the guide wire. The sds was dissected at the proximal balloon seal and the proximal portion of the sds was removed from the guide wire with no resistance noted. The distal portion of the sds with the balloon remained frozen on the guide wire. After the balloon was inflated and the stent implant was removed, offset coils were observed on the guide wire, 3 mm distal to the distal end of the hypotube. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.0 x 28 stent is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.